Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens window found to be collapsed, objective lens window is cloudy, light guide bundle is broken, light guide bundle (distal end) was found to be lacked, poor image quality. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: objective lens window found to be collapsed is caused by a component failure of objective lens window, light guide bundle (distal end) was found to be lacked is caused by a component failure of distal end of the video telescope and the most probable cause is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope distal end lens collapsed. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.